Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure, dark image, was not confirmed, and the hardened coupler part was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: accumulation of wear powder in the sliding part of the coupler. Based on the results of the investigation, and since the device malfunction, dark image, was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the other malfunction, based on the results of the investigation, the cause was traced to accumulation of wear powder in the sliding part of the coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head the coupler section is stiffened, and malfunction occurred, and the image is dark, the issue occurred during therapeutic transurethral of bladder tumor procedure (tur-bt) the procedure was completed using backup device. There were reports no patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.